Manufacturer narrative:
Review of the available programming and diagnostic history was performed.

Event description:
Review of device programming history identified that high impedance was observed for this patient's vns system. The patient's device was programmed off on (B)(6) 2008. No known surgical interventions have occurred to date. No additional relevant information has been received to date.